Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged. The pins were bent preventing the electrode belt from connecting to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged trunk cable connector.